Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was unable to be confirmed or duplicated.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays unstable peak end expiratory pressure (peep). The customer reported abnormal wave forms. The customer reported replacing and calibrating the exhalation valve assembly. However, the issue went unresolved. The customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with the event.